Event description:
It was reported that there was a lead breakage and issues with lead location. A revision was done and the lead was explanted and replaced. It was noted that the patient fell "some months ago" and experienced problems with a loss of paraesthesia since that time. The patient was reportedly having symptoms of pain and therapy relief of less than 50%. It was further noted that there were high impedance with all of the contacts above 10,000 ohms. The patient was reportedly alive with no injury or adverse event and no complications were reported.

Manufacturer narrative:
Analysis of the lead (lot # 216087) found that the body was broken at the titan anchor site. All conductors were broken 20.4 centimeters from the proximal end. Anchor marks were observed on the outer insulation 19.5 centimers from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3877-45, lot# 0204216087, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. (B)(4).